Event description:
On (B)(6) 2012, facility performed antibody screen with ap survey (B)(6) and reported the antibody screen as negative. Site also performed compatability testing with sample and again reported a negative reaction. Customer claimed when survey result were received and reviewed at the facility, they saw that their site failed the proficiency for antibody screen and x-match with (B)(6). A new sample was sent by ap and with repeated testing using (B)(4), sample reacted 2+ positive with jka positive cells (the sample was positive for jka antibody). Customer claimed all daily qc testing was performed and results were acceptable. Customer stated site was not able to repeat antibody screen with (B)(4), because screening cells were expired.

Manufacturer narrative:
Ocd performed a batch record review and a complaint by lot review. Satisfactory results were observed. Retained testing was not performed due to expiration of product. (B)(4).